Manufacturer narrative:
(B)(4). The complaint was confirmed. The root cause of the event was most likely due to ID of the other manufacturer¿s sheath hub cap being smaller than the od of the taper tip. A potential gap between the graft cover and tapered tip could have occurred during tracking, exposing the lip of the tapered tip. This exposed edge may have caught on the undersized hub cap of the other manufacturer¿s, resulting in the removal difficulty and damage to the tapered tip.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. It was reported that after the stent graft was deployed, the physician was having difficulties removing the delivery system from another manufacturer's 18 fr sheath. Upon removable it was noted that there was damage to the tapered tip on the graft cover. It did not cause any harm to the patient and nothing was left in the body. The physician stated the cause of the removal difficulty is unknown. No clinical sequelae were reported and the patient is fine.